Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted.

Event description:
Customer reported the up button on the insulin pump is not working. Customer's blood glucose level was 128 mg/dl. Customer stated that when he tries to use up arrow the button gets stuck. Now uses to bypass the bolus wizard he presses the down error. Customer did not recall any significant events leading to the alarm. Sweet is the only possible moisture exposure to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.